Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of an unused device was provided. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 23-sep-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported via FDA medwatch / FDA user facility report # mw 5103286 and the following information was provided: patient found to have a small bowel perforation after use of corpak. Additional information received 14-sep-2021 stated the patient continues to be seen outpatient. The patient required surgical intervention and was treated with vancomycin 15mg/kg, metronidazole 30mg/kg. The device was placed manually.